Manufacturer narrative:
A visual, dimensional and functional inspections were performed on the returned device, and the reported difficulty to advance/position was confirmed. The reported difficulty to remove was unable to be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other similar incidents reported for this lot. The investigation determined the reported difficulties appear to be related to operational circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The ht command guide wire referenced is being filed under a separate medwatch report number. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified tibial artery that had restenosed 70%. A hi-torque command 14 guide wire was advanced to the lesion. Resistance was felt when advancing and re-positioning backwards a 2.0x200mm armada 14 balloon dilatation catheter on the guide wire post inflation. The armada balloon had been inflated three times (nominal to rated burst pressure) and then completely deflated. The armada was then simply removed and a new 14 unspecified balloon was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.